Event description:
Facility alleges hole in avf tubing behind the avf wing of the fistula needle. Air entered arterial line at start of treatment. Pt recannulated with new needle. No furhter medical intervention required. Estimated blood loss 120cc.